Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a device history record (DHR) review was performed by the manufacturing site. Because no information was provided about the laser engraving which would have uniquely identified the ceramic insert, the insert can only be identified based on the information provided by depuy which is as follows: the insert is part of shop order 7011467711. Protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of total hip replacement operation, after blows, the liner was broken, all the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.